Manufacturer narrative:
Follow-up # 1 ¿ (03/31/2015). The patient¿s meter and test strips have been returned on 3/17/2015 and evaluated by lifescan product analysis on 3/19/2015 and 3/24/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred ¿around (B)(6) morning 2014¿. On this date the patient stated that they obtained a blood glucose result of ¿485mg/dl¿ on the subject meter, and ¿176mg/dl¿ on another meter performed within 30 minutes of each other. The patient manages their diabetes with metformin (unknown dosage) and amaryl (unknown dosage), and denied making any changes to their regular diabetes management routine as a result of the alleged inaccuracy. ¿right after¿ this, the patient experienced ¿arrhythmia¿ ¿ an abnormal heart rhythm. The patient did not require any form of medical treatment as a result of this symptom. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims they obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.